Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that during the implant attempt, the device had high voltage impedances greater than 200 ohms. The device was removed and replaced. No patient complications have been reported as a result of this event.